Event description:
It was reported that balloon pinhole occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified distal circumflex artery. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during inflation at 8 atmospheres, the balloon failed to inflate. The device was removed and blows with syringe to check its failure, but the balloon still failed to inflate. It was noted that it dripped with half saline and half contrast medium, and a visible hole on the balloon was noticed. The procedure was completed with another of the same device. No patient complications were reported.